Event description:
Surgeon reports pt experienced post-operative inflammation on the 6th day post cataract surgery. Two months later, the pt reportely experienced ocular hypertension by pupillary block and required a double iridectomy.